Event description:
The customer contact reported that the device alarmed with a white screen error. The device was returned to the biomedical dept for an unspecified reason. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that at power up, the device displayed "device malfunction: hw watchdong error" and the device sounded an audible alarm from the secondary beeper. The probable cause was due to a depleted snaphat battery that supported ram chip u2 on the user interface controller 1 (uic1) board. Due to the depleted battery, the ram data was corrupted and resulted in a whitescreen error. This report represents all the information known by the reporter upon query by hospira personnel.